Manufacturer narrative:
The below report was received by health authority FDA division director (reference number: mw5032176) on 11-dec-2013. The most recent information was received on 09-mar-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted (lot no. 685785) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). Medical conditions: 2010 - confirmed to have 100% blockage (B)(6) 2014- dye test- she was totally blocked. On an unspecified date, she took pregnancy test at home which was positive. On (B)(6) 2010, the patient had essure inserted. In 2013 she experienced pregnancy with contraceptive device ("pregnant"). On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced feeling abnormal ("feel bad"), illness ("I have been sicker during this pregnancy"), vomiting ("I barely threw up with other two") and abdominal discomfort ("have an upset stomach with this one"). The patient was treated with surgery (essure removal). In (B)(6) 2014, the pregnancy with contraceptive device had resolved. On (B)(6) 2022, the medical device removal had resolved. At the time of the report, the outcomes for feeling abnormal, illness, vomiting and abdominal discomfort were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The delivery occurred on (B)(6) 2014. The reporter considered abdominal discomfort, feeling abnormal, illness, pregnancy with contraceptive device and vomiting to be related to essure administration. No causality assessment was received for essure with regard to medical device removal. The reporter commented: consumer reported that essure did not work. Lot number: 685785, manufacture date: 2009-10 and expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-mar-2023: quality safety evaluation of ptc. Date of insertion was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority FDA division director (reference number: mw5032176) on 11-dec-2013. The most recent information was received on 21-feb-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and pregnancy with contraceptive device ("pregnant") in a 44 year-old female patient who had essure inserted (lot no. 685785) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). Medical conditions: 2010 - confirmed to have 100% blockage. On (B)(6) 2014- dye test- she was totally blocked. On an unspecified date, she took pregnancy test at home which was positive. On (B)(6) 2010, the patient had essure inserted. In 2013 she experienced pregnancy with contraceptive device (seriousness criterion medically important). On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced feeling abnormal ("feel bad"), illness ("I have been sicker during this pregnancy"), vomiting ("I barely threw up with other two") and abdominal discomfort ("have an upset stomach with this one"). The patient was treated with surgery (essure removal). On (B)(6) 2014, the pregnancy with contraceptive device had resolved. On (B)(6) 2022, the medical device removal had resolved. At the time of the report, the outcomes for feeling abnormal, illness, vomiting and abdominal discomfort were unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The delivery occurred on (B)(6) 2014. The reporter considered abdominal discomfort, feeling abnormal, illness, pregnancy with contraceptive device and vomiting to be related to essure administration. No causality assessment was received for essure with regard to medical device removal. The reporter commented: consumer reported that essure did not work. Concerning the injuries reported in this case, the following ones were reported via social media: "feel bad for me on some-days , I have been sicker during this pregnancy , I barely threw up with other two , have an upset stomach with this one." Quality-safety evaluation of ptc: for essure: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a lack of efficacy (pregnancy) was reported. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. No complaint sample was provided for further technical investigation. One further ae case report has been received to date in relation to batch no. 685785, but it does not refer to similar lack of efficacy type of events. No batch signal could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit (see technical statement). The technical assessment concluded ¿unconfirmed quality defect¿. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The most recent follow-up information incorporated above includes data received on 21-feb-2023: the following information were added: new lawyer, patient's date of birth, patient's initials and essure removal date. The imdrf codes were updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.